Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in a (B)(6) female patient who had essure inserted (lot no. 628147) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("did not undergo an essure confirmation test"). Previously administered products included: metronidazole, diflucan and diclofenac sodium for an unknown indication. As concurrent condition the report mentioned body mass index normal. Concomitant products included diclofenac sodium, diflucan (fluconazole) and metronidazole for vaginal discharge and vaginal odour. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia"). On (B)(6) 2013 she experienced abdominal pain ("abdominal pain"). In (B)(6) 2013 she experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), galactorrhoea ("galactorrhea") and vaginal infection ("infection vaginal") with vaginal discharge, vaginal discharge and vaginal odour. In (B)(6) 2015 she was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain") and device placement issue ("the fallopian tubes with the left side having to coils showing and the right with barely one coil was present"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018). At the time of the report, the abdominal pain lower had not resolved. The outcomes for vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, tooth disorder, fungal infection, migraine, headache, uterine leiomyoma, fatigue, weight increased, nausea, pelvic pain, galactorrhoea, device placement issue, vaginal infection and abdominal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device placement issue, fatigue, fungal infection, galactorrhoea, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: toradol initially and it was able to be inserted in both opening of the fallopian tubes with the left side having to coils showing and the right with barely one coil was present. The entire essure went into the fallopian tube plaintiff still suffers from the above mentioned symptoms and she was currently investigating her options for removal of the essure device. Current weight: (B)(6). Anticipated/scheduled date for removal of essure: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.494 kg/sqm. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-dec-2018: pfs received: event onset date were updated. Bmi of patient was updated. Symptom vaginal odor was added, ir ticked, planned removal of essure. This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") in a 31 year-old female patient who had essure inserted (lot no. 628147) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("did not undergo an essure confirmation test"). Previously administered products included: metronidazole, diflucan and diclofenac sodium. As concurrent condition the report mentioned body mass index normal. Concomitant products included diclofenac sodium, diflucan (fluconazole) and metronidazole for vaginal discharge and vaginal odour. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011 she experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia"). On (B)(6) 2013 she experienced abdominal pain ("abdominal pain"). In (B)(6) 2013 she experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection"), galactorrhoea ("galactorrhea") and vaginal infection ("infection vaginal") with vaginal discharge, vaginal discharge and vaginal odour. In (B)(6) 2015 she was found to have weight increased ("weight gain"). In (B)(6) 2016 she experienced fatigue ("fatigue") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). An unknown time later she experienced abdominal pain lower (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain") and device placement issue ("the fallopian tubes with the left side having to coils showing and the right with barely one coil was present"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018). At the time of the report, the abdominal pain lower had not resolved. The outcomes for vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, tooth disorder, fungal infection, migraine, headache, uterine leiomyoma, fatigue, weight increased, nausea, pelvic pain, galactorrhoea, device placement issue, vaginal infection and abdominal pain were unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device placement issue, fatigue, fungal infection, galactorrhoea, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: toradol initially and it was able to be inserted in both opening of the fallopian tubes with the left side having to coils showing and the right with barely one coil was present. The entire essure went into the fallopian tube. Plaintiff still suffers from the above mentioned symptoms and she was currently investigating her options for removal of the essure device. Current weight: 160 lbs. Anticipated/scheduled date for removal of essure: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.494 kg/sqm. Lot number: 628147, manufacture date: 2008 -09, expiration date: 2011-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.